Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6), 2012. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.